Event description:
Boston scientific received information that this device was electively explanted one year ago for normal battery depletion. No field allegations or adverse patient effects were reported. Recently, the device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Engineering calculations determined that this device did not meet expected longevity per programmed values. Additional laboratory testing and analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition.